Manufacturer narrative:
Partial stent deployment.

Event description:
It was reported as the stent system was maneuvered through the first anterior curve of the cavernous segment into the supraclinoid segment of the internal carotid artery (ica) the microcatheter was having difficulty tracking over the guidewire. This caused the stent to begin to deploy. The guidewire and stent system were retracted into the guide catheter and removed from the pt. The procedure was finished without treating the aneurysm. The pt was not harmed.